Event description:
It was reported that the device was turned off by the magnet of the refrigerator. Additional info has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2011-07401.

Manufacturer narrative:
(B)(4).